Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire came off and stretched. The target lesion was located in the fossa ovalis. A 035/260/1 amplatz super stiff guidewire was selected for use. During unpacking, the guidewire came off, and the guidewire was stretched. There were no patient complications as a result of this event.